Event description:
It was reported that the patient underwent tubal ligation on an unknown date and suture was used. Approximately one month following the procedure, the patient experienced an infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: retained samples from the same lot number as the actual device were evaluated. Sterility testing was performed and found to meet the specification.